Event description:
It was reported that post a stenting treatment procedure, very late stent thrombosis occurred. The lesion was located in a severely tortuous left circumflex artery (lcx). A 2.5mm taxus express2 stent and a 2.5x28mm promus stent were placed overlapping in the lesion. No patient complications were reported. Approximately 15 months later, the patient presented in the emergency room with chest pain and a myocardial infarction. The patient was non-compliant with antiplatelet therapy. The lcx was totally occluded with thrombus. The lesion was dilated with multiple balloons. The physician then attempted to advance a 2.5x15mm promus stent to the lesion which required force to pass through an extremely tortuous pass of the lm (left main) artery that contained a non bsc stent. The patient became agitated and pulled out the guide catheter, guide wire and all devices that were in at the time. When the physician was examining the devices it was seen that the stent was no longer on the balloon. Via angio, it was confirmed that the stent had dislodged in the lm artery at the site of the non bsc stent. The physician crushed the promus stent with an unknown bare metal stent. The treatment of the thrombosis was competed with the predilation. No further patient complications occurred. The patient has been discharged and instructed to resume anti-platelet therapy.

Manufacturer narrative:
Age at time of event - over 55 years of age. If implanted, give date - (B)(6) 2009. Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).